Event description:
The extension tubing disconnected from the hub.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).